Manufacturer narrative:
After battery installation, the middle (enter) keypad button did not respond to keypad presses. Did not note any signs of previous moisture presence on the boards and motor inside the unit. After swapping the boards into another case and then swapping a known good pcb2 onto pcb1, the keypad anomaly persisted and seems to be isolated to pcb1. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the keypad anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the reservoir did lock in place into the insulin pump. The customer¿s blood glucose level was unknown at the time of incident. The customer also stated that the back of insulin pump from battery compartment down to the base had crack and clear plastic ring pops off. Troubleshooting was performed for damage. Insulin pump was dropped and had issue with battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.